Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a cataract procedure, the surgeon noted a zonular issue. The doctor performed suprascapular phacoemulsification and removed the entire lens. The incision was opened and an anterior chamber intraocular lens was inserted and placed with a suture at the end of the case. The doctor indicated having a hard time cracking the nucleus due to a very dense cataract.

Manufacturer narrative:
Additional information provided in h.6. And h.10. Extracapsular cataract extraction (ecce) is a category of eye surgery in which the lens of the eye is removed while the elastic capsule that covers the lens is left partially intact to allow implantation of an intraocular lens (iol). There are two major types of ecce: manual expression, in which the lens is removed through an incision made in the cornea or the sclera of the eye; and phacoemulsification, in which the lens is broken into fragments inside the capsule by ultrasound energy and removed by aspiration. The surgeon was unable to proceed with the phacoemulsification of the lens and selected to complete the procedure manually. There was no patient harm reported. There was no additional information provided related to this event. The customer did not request service for the system. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event could not be confirmed. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).